Event description:
The customer reported that during an infusion they noticed a leak from a hole in the pumping segment. From the reported information, there are no indications of serious injury to the patient or user as a result of this incident. No additional information provided.

Manufacturer narrative:
(B)(4). The customer's feedback of holes in silicone tubing was not confirmed in this instance; however, a tear in the pumping segment was observed with the returned sample. Further information received for this file confirmed that the tear was inadvertently caused by the customer when the holes in the silicone tubing were being shown to the carefusion affiliate. Since the reported issue was not confirmed in this instance, it is not possible to determine whether a manufacturing defect could have contributed to the customer's experience and a root cause for this issue could not be identified.